Manufacturer narrative:
The device is anticipated to be returned for evaluation but has not yet been received. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that the customer has been noticing that the cco is a liter off in comparison to the fick calculations with every patient at day 2 of the swan being placed. The customer started looking at the fick to see if that matched with what they were seeing and it was much more likely to have been correct. There was no allegation of patient injury.

Manufacturer narrative:
No product was returned for evaluation. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. As part of the manufacturing process, 100% of the units go through an electrical inspection. The lot number was not provided thus a device history record was not reviewed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of the monthly review.

Event description:
Additional information was received by the customer: to troubleshoot the issue, the customer tried different monitors and cables and did cco cable tests, with the same co results. The rep had told them to compare against an ico which they did not do. Customer provided an estimate of 10 previous events.